Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer this was off-label. Customer¿s blood glucose ranged from 95 mg/dl to approximately 400 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.